Event description:
It was reported that the label of a control module 23 was attached on a control module 12 chassis. There was no patient involvement. A specialist of inspection on electric devices found wrong label on the control module during incoming inspection at qa division in jjkk. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: while we were unable to analyze the instrument utilized in the reported event as the unit was not returned to us, we have reviewed related documents. The label represented in the document appears that of a control module 23 on a control module 12 chassis. Complaint information is trended on a regular basis to determine if further investigation is warranted.